Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was programmed and monitored for four days with no blank display noted. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a cracked battery tube threads and a cracked reservoir tube lip. No damage noted on isolation tape on lcd board.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 13.3mmol/l. It was stated that the customer was taken to the facility when the blank display occurred. It was mentioned that there were cracks by the battery compartment. No further information was provided.